Event description:
It was reported that during an unknown procedure, per a note left with the device; the device tip broke off (unknown which part) and was recovered from the patient. The piece that broke off was lost during cleanup and will not be returning with the device. It is unknown how the case was completed. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the upper jaw detached and not returned. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.